Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks h3 & h6: at the customer site, a field service engineer replaced the bub. The system was tested, met specification, and returned for use. During the device evaluation, thermal damage was confirmed on the bub (+24v connector). Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight touchscreen monitor would not power on. There was no patient involvement and no user injury reported. A field service engineer was on site and determined that the +24v connector appeared burnt; therefore, replaced the bub. The system was tested, met specification, and returned for use. During the device evaluation, thermal damage was confirmed on the bub (+24v connector). This product problem is being reported due to the confirmed thermal damage, resulting in a potential for harm.